Manufacturer narrative:
Additional information: the catheter did not experience difficulty locking into the cutter driver. The cutter driver did not stop functioning while device in use in patient, the motor was on and working, but the switch was the problem, it could not go forward to stop the blade. No deformation noticed in the cutter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the device was received with the thumbswitch positioned in the ¿on¿ position the cutter was positioned in the cutter window there was no biologics present in the housing the thumbswitch was advanced and met resistance approximately 2/3 way towards the ¿off¿ position the cutter could only be advanced approximately 13mm into housing where it got stuck in the pet liner a visual inspection of the housing found that the pet liner was missing from the proximal end of the housing image analysis: images 1,2 3 appears to show a lesion with calcified sections. Image 4 appears to show lesion. Image 5 appears to show a lesion with a section of guidewire. Image 6 appears to show a guidewire in a lesion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a hawkone directional atherectomy device with a non-medtronic 6fr x 15cm (ab medica amierte schleusse) sheath and 0.014" spider fx embolic protection device during treatment of 2 plaque lesions in the patient's distal popliteal artery (pop) with 30% stenosis. The vessel diameter was 5-6mm. The vessel was moderately tortuous. IFU was followed. The vessel was not pre-dilated. It is reported the cutter driver to move to close the cutter was blocked and could not be closed. The device was safely removed from the patient and from the wire and the physician attempted to clean the device to fix the issue unsuccessfully. Physician opened a second hawkone to complete the procedure and post-dilated with an inpact pacific balloon. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.